Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer current blood glucose value was 148 mg/dl. Customer had a symptom like heart racing, missing beats. Customer stated that he insulin pump received insulin flow blocked alarm and the customer stated that the event was resolved by changing complete set. Customer stated that he belts clip was loose. The product will return for the analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.